Manufacturer narrative:
The customer, a biomedical engineer, was provided with a service quote to have the glidescope gvm video monitor evaluated by a verathon medical service technician. Since the biomed was unable to duplicated the reported image issue, he declined to have the device returned to verathon for evaluation and had already redeployed the device for use. The video monitor used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear intermittently. The procedure was completed using a backup glidescope titanium system, which was made available within two (2) minutes. No harm to the patient or user was reported. The facilities biomedical engineering department evaluated the monitor after the event, and were unable to duplicate the reported issue.